Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification and 90% stenosis in the left circumflex artery. A 3.0x15mm xience prime stent was implanted. A 3.25x8 mm nc trek dilatation catheter was attempted for post dilatation; however, failed to cross due to the patient anatomy and the proximal shaft separated. The separated shaft was simply withdrawn from the patient anatomy. A non-abbott balloon successfully crossed and post dilatation was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.